Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5100962 this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (pod pcs). During the procedure, a pod pc unintentionally detached. Therefore, the pod pc was removed. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.